Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the nrbc (nucleated red blood cell) mixing chamber was leaking blood and cell lyse on their unicel dxh 800 coulter cellular analysis system. The volume was reported as 40 ml and the leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat when the leak was discovered. No injury or exposure was reported and there was no affect to patient samples or results with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the vacuum chamber 222 (vc222) was cracked and leaking out onto the back wall of the instrument. Fse replaced the vacuum chamber which resolved the issue. The cause of the leak was the vacuum chamber 222 was cracked. (B)(4).